Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/21/2021. H.6. Investigation: bd received 1 used sample submitted for evaluation. The reported issue was not confirmed upon testing of the sample since it did not display leakage during our internal testing. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.

Event description:
It was reported that connecta q-syte wht leaked. The following information was provided by the initial reporter: the septum was damaged and leakage therefrom was observed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta q-syte wht leaked. The following information was provided by the initial reporter: the septum was damaged and leakage therefrom was observed.